Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the coil (subject device) was retrieved into the microcatheter for repositioning. The physician felt some resistance during repositioning and the coil was reported to be knotted. The coil broke about 8 mm above the junction and the main part of the coil remained in the aneurysm. The physician successfully completed the procedure with additional coils and with no patient impact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the microcatheter. Analysis of the returned device revealed that the proximal contact was kinked/bent, the delivery wire was damaged and the main coil was tangled. The coil could not be advanced forward through the microcatheter; therefore, an attempt was made to retract the delivery wire from the microcatheter. The main coil retracted and the tangle was then removed to allow for further retraction. The main coil retracted further and the microcatheter was flushed. During further retraction, the delivery wire broke. The main coil retraction indicates that the coil was still attached to the delivery wire; however, because the delivery wire broke and the coil could not be removed it cannot be conclusively stated that the main coil was not broken. The investigation concluded that it is probable that the device was damaged during the clinical procedure causing the reported events along with the observed coil delivery wire damage; therefore an assignable cause of operational context was assigned. It is probably that the observed proximal contact kink/bent was due to the handling of the device.

Event description:
It was reported that during the procedure, the coil (subject device) was retrieved into the microcatheter for repositioning. The physician felt some resistance during repositioning and the coil was reported to be knotted. The coil broke about 8 mm above the junction and the main part of the coil remained in the aneurysm. The physician successfully completed the procedure with additional coils and with no patient impact.